Manufacturer narrative:
Medtronic received the following information from the journal article entitled: endovascular repair for a ruptured aaa due to a combined type iiib and ia endoleak konstantinos ioannis avgerinos, nikolaos melas, athanasios saratzis, marianthi.v tympanidou, nikolaos saratzis, and ioannis lazaridis case reports in vascular medicine https://doi.org/10.1155/2018/1502328 volume 2018 year valid. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm on an unknown date. It was reported that the patient presented emergently on an unknown date with sudden onset of abdominal pain and brief loss of consciousness one hour earlier, hypotension, tachycardia, low hgb and a pulsatile mass. A ruptured was suspected,and was confirmed by CT. The aaa measured 90mm, the talent stent graft was migrated, there was a potential type I endoleak, sac enlargement and rupture. A reintervention procedure was carried out and a non-mdt aortic extender (ankura) implanted. However, post-deployment angiography showed contrast still visible, and a fabric tear was identified near the stent graft bifurcation. Two non-mdt stent graft limbs were also implanted as part of a parallel kissing graft technique. The endoleak was reported to have been resolved and the patient fully recovered. It was reported that it is possible the type iiib endoleak was the primary cause of the sac enlargement, neck recontouring, proximal migration, and ultimately type ia endoleak, which lead to the huge enlargement and rupture